Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and it was indicated that the patient used an alternate blood glucose test site is arm, which is misuse of the device. The sensor was inserted into the abdomen on (B)(6) 2024. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).